Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 4 became disabled, and the procedure could only be completed with x3 usms. The intuitive tech support engineer reviewed the system logs and confirmed that error 319 occurred against universal surgical manipulator 4. There were no reports of patient injury.